Event description:
It was reported that during an eccyesis procedure, air leaked from the balloon and the tip of the device was bent. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.